Event description:
The pt was treated in the study and received two smart control stents in the left superficial femoral artery in 2007. Approx seven months after the index procedure, the pt experienced 60% of mild in-stent stenosis. No actions have been taken. The pt was also hospitalized approx four months after the index procedure for instable angina pectoris and thorax pain. During hospitalization, the pt received a coronaroangiography, stenting riva, echocardiography under stress, and new medication therapy.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report 9616099-2007-01813 and 9616099-2007-01814. Add'l info has been requested and will be provided within 30 days of receipt.